Manufacturer narrative:
There is a possible causal relationship between the patient abdominal pain, nausea and vomiting and subsequent diagnosis of peritonitis and ccpd therapy utilizing the liberty cycler set as the patient had previously reported a fluid leak during treatment. The results of the pd effluent culture were not documented. There is a possible temporal relationship between the patient events of hyperglycemia, change in cardiac rhythm, nausea, vomiting and lethargy resulting in cva and pd therapy during hospitalization, however, it is unknown if the patient was completing pd therapy utilizing fresenius products as that is not documented. It is also not documented if the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship to this adverse event. Additionally, there is no allegation of a malfunction or deficiency against any fresenius product. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience it was reported that peritoneal dialysis patient (pt.) Was hospitalized for a stroke. The pt. Was not in active treatment at the time of the stroke. Additional information was solicited and received. The pt. Presented to the emergency room (ER) on (B)(6) 2018 with abdominal pain and peritonitis. The pt. Stated that she was experiencing lower abdominal pain with nausea and vomiting for two days and was also weak. A chest x-ray was completed in the ER with no acute findings, however, she does have pneumoperitoneum which was seen on a previous x-ray (date unknown). The pt. Labs were drawn and no leukocytosis was found with a white cell count of 5.7 (unknown units). The pd effluent cultures were pending. The pt. Was to continue pd therapy (unknown if fresenius products used) and was medicated with vancomycin and fortaz along with home medications including lantus and insulin sliding scale. Pain medications were ordered (type, route, dose, strength, frequency and duration unknown). There is no documentation related to the pd effluent culture results. The pt. Was transferred to the telemetry unit (date unknown) with hyperglycemia (values unknown). The following morning there was a change in the pt.¿s cardiac rhythm. The pt. Complained of nausea, vomiting, and was very lethargic. She had a junctional rhythm and a rapid response was called. A computed tomography (CT) scan of the head showed focal area of encephalomalacia in the right temporoparietal region, possibly subacute infarct. A CT angiogram of the head and neck revealed multifocal luminal stenosis without significant occlusion. The pt. Was transferred to the intensive care unit (ICU) at this time and a brain magnetic resonance imaging (MRI) showed multiple acute non-hemorrhagic infarcts involving all vascular territories, the largest in the right posterior temporal right lobe. A neurology consult was ordered. The pt. Was started on eliquis 2.5 mg twice daily (route and duration unknown). Transesophageal echocardiography (tee) was completed with no acute findings. A loop recorder was placed for cardiac monitoring of the pt. The pt. Had physical and occupational therapy, continued pd therapy and was transferred out of the ICU. It is unknown if the pt. Event resulted in any deficits. After discharge from the ICU, the pt. Was eating well and ambulating with physical therapy. The pt. Showed significant improvement and was discharged to an acute rehabilitation facility on (B)(6) 2018.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
Correction: patient codes.